Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2018. They said that the cause of the implantable neurostimulator (ins) site heating had something to do with the antenna. However, changing the recharging temperature and speed did not resolve the issue. No further complications were reported/are anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that t he ins site is heating while charging. The ins implanted site area felt like it was burning on the inside. The burning at the ins site was noted to be gradual. There was a screen telling them ¿it is heating up¿ and to ¿unplug the recharger immediately¿. The patient does not recall exactly what the controller stated or what the number was at the bottom of the screen. The patient stopped charging right away because they were not sure what was heating up. They re-tried the next day and charged to 50%. During the report the patient used the controller to move the recharging temperature and speed from the default 4 to 3. During the report they were able to charge and it was showing charging success and the ins was currently on 90% with no warmth or burning. If it happens again the patient would note the page number and exactly what it says on the screen. No further complications were reported/are anticipated.